Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and cyst ("cysts") in an adult female patient who had essure (batch no. 740866) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - ultrasound done also showed a simple cyst on the right side, 1.8 cm and unremarkable left ovary. Concurrent conditions included overweight, ovarian cyst (left), back disorder, hidradenitis suppurativa (bilateral groin) and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (cystectomy and robotic laparoscopic partial salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved, the cyst was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2014: left ovarian cyst wall (1.5 x 1.3 x 0.4 cm., sections "1" and "2"): consistent with wall of a luteinized cystic follicle (section "3"). Short segment(s) of fallopian tube(s) with stenosed lumen, absence of mucosa, and with calcification and fibrosis. No malignancy identified. Gross description: the specimen consists of a single pale tan cyst wall fragment measuring 1.5 x 1.3 x 0.4 cm. In the same container are three coiled metal springs of which is attached to a 1.3 x 0.5 x 0.5 cm cylindrical tan tissue fragment which is serially sectioned. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs & mr received: lot no. Added. Reporter's information, patient demography, medical history, lab data, injury nos was replaced with pelvic pain. New event - abnormal bleeding (vaginal,menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse),dysmenorrhea (cramping), abdomen pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.